Event description:
Boston scientific received info, that right ventricular lead became dislodged shortly after implant. Upon follow-up, this lead was not pacing when required, and there was a loss of capture at maximum output and sensed r-waves had fallen from 10 mv to 1.2 mv. As a result, this lead was explanted and a new lead was successfully implanted. No adverse pt effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.